Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, an operating room (or) staff called technical support mid procedure and reported their erbe integrated electrosurgical unit (iesu) was giving activation interrupted error u-02. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller perform a hard power cycle on the erbe and the message disappeared. Live logs were not available at the time of the call. The caller stated this had been an ongoing issue. Later, the called back and indicated that the issue had returned. The tse explained an isi field service engineer (fse) would be dispatched to address the reported issue. They could utilize if they had a force triad avaiable. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem was able to be confirm using remote fe u-02 integrated electro surgical unit (iesu) check master failure. The unit was tested using system, on startup unit displayed u-02 check master failure. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). The probable root cause of error u-02 is attributed to no communication with syscheckmaster. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis. The issue was resolved by replacing the erbe.